Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a piece of plastic was present on the syringe tip, preventing proper threading to the IV port connector. To support the investigation, one sample in an opened blister package and one photograph were provided to the quality team. Visual inspection of the returned syringe identified plastic flash on the luer tip. The photograph showed a blue cover enclosed in a plastic bag; however, no additional details relevant to the reported condition could be determined from the image. This type of flash may occur during the syringe barrel molding process if the molding tool tip contains an imperfection. A device history record review was completed for material number 309653, lot 6048042. The review did not identify any quality issues during production that would have contributed to the reported condition, and there were no related quality notifications. All manufacturing processes and final inspections met applicable specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer reported condition is confirmed.

Event description:
It is reported, syringe 50ml ll tip 1ml, tip has a defect/piece of plastic on the end preventing proper threading to IV port connector no patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.